Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had nuisance air-in-line alarms when no air was observed in the line. The clinician pushed the tubing into the air-in-line detector and visually assessed the tubing. The clinician was not able to observe any air or bubbles present in the fluid line. The infusion set was replaced with a new set, however the nuisance air-in-line alarm continued. A third infusion set was prepared from a different lot with no issues noted. There was patient involvement, but no harm was indicated.

Event description:
It was reported that the device had nuisance air-in-line alarms when no air was observed in the line. The clinician pushed the tubing into the air-in-line detector and visually assessed the tubing. The clinician was not able to observe any air or bubbles present in the fluid line. The infusion set was replaced with a new set, however the nuisance air-in-line alarm continued. A third infusion set was prepared from a different lot with no issues noted. There was patient involvement, but no harm was indicated.

Manufacturer narrative:
Omit : a1601 - device alarm system (1012), g0600101 - alarm, audible. Additional information : imdrf annex a and g codes.